Manufacturer narrative:
(B)(4).

Event description:
At the end of a spine case, while removing the drapes, the customer noticed there was a burn approximately 1 1/2 inches on the patients flank, near the mammary fold. The customer had placed the deactivated aqm 6.0 hand piece in the pocket of the drape and it is believed that the hand piece was inadvertently activated by a staff member leaning on it. The patient has a second degree burn and had a plastics consult but, no additional procedures scheduled at this time. Burn is being treated at facility via unknown method.

Manufacturer narrative:
Product event #701011466 investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: aquamantys® 6.0 product number: 23-112-1 lot number: phd285f0 expiration date: 2020-04-26 quantity returned: 1 testing performed: device packaging inspection: -one returned aquamantys® 6.0 device received inside a fedex shipper box with no packaging to fill the negative space, -display box returned; the device information was confirmed against the information listed within gch. -no paperwork was provided. Device visual inspection: -device is used with blood on body, shaft and cord. -device 3-prong plug connector has been cut off from the device which renders the device inoperable and impedes functional inspection. -blue activation button has a definitive tactile feel. Functional inspection: functional inspection is impeded due to the device plug has been cut off from the device which renders the device inoperable. Lhr review: a review of the lhr for lot # phd285f0 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. Functional inspection was impeded because the device plug was cut off from the device which renders the device inoperable. No conclusions could be made on the cause of the failure because the failure could not be reproduced. The complaint will be tracked and trended in gch. (B)(4).

Event description:
At the end of a spine case, while removing the drapes, the customer noticed there was a burn approximately 1 1/2 inches on the patients flank, near the mammary fold. The customer had placed the deactivated aqm 6.0 hand piece in the pocket of the drape and it is believed that the hand piece was inadvertently activated by a staff member leaning on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.